Event description:
It was reported that a malfunction alarm occurred with a pump displaying malfunction code 24. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to switch to a backup insulin pump until a replacement could be provided. Technical support confirmed the customer's shipping address and sent a replacement pump with updated software. They also provided guidance on placing the faulty pump into storage mode and instructed the customer on the return process. The customer understood and acknowledged all instructions.